Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport set pur 4,5f IV reference 4433742 from batch 36979267. Device history record batch record file number 36979267 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on this batch released in 06/2021. Summary of investigation the information form: "request for information - access port incident" and a picture were transmitted. The explanted device was returned for investigation. Information analysis: the port had been probably implanted in (B)(6) 2021. Picture review: the picture shows an access port housing with the batch number 36979267. Fibrin are visible at the level of the connection ring. Visual inspection: the received catheter and connection ring are connected to the access port housing. Several puncture marks are visible on the septum of the access port housing. The catheter was received in two parts. The first segment is connected to the access port and measures 5 cm. The second segment measures 4.5 cm and is surrounded by fibrin. So, we can hypothesis that the catheter was encapsulated into the vessel wall of the patient at 5 cm after its connection with the access port housing. Dimensional measures: the internal and external diameters of the catheter were measured: all are within the defined specifications. Manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Raw material historical review: the raw material used for the catheters batch included in the device kit was verified. The incoming quality controls were within the defined specifications, and no abnormality was detected. No other similar complaints were reported on devices produced with the same raw material. Complaints database review: the complaint database was verified: no increasing trend for this type of incident has been highlighted. Root cause the difficulties encountered by the surgeon during the removal procedure are due to the adhesion/encapsulation of the catheter into the vessel wall. This is a known complication of the access port implantation, especially on children when the catheter was implanted during several years (here, the patient have 5 years old and the port was probably implanted during 4 years in this situation) and when the distal catheter extremity becomes placed high in the superior vena cava due to the patient grows. This favors complications like, catheter movements, fibrin formation and encapsulation/integration in the vessel wall. The IFU specifies several recommendations to avoid this type of complication. Conclusion: no manufacturing defect has been detected on the returned device. The difficulties encountered by the surgeon during the explantation procedure result from the adhesion/encapsulation of the catheter into the vessel wall. It is a known complication of access ports implantation that is not imputable to a dysfunction or a defect of the device. The IFU warns the physician about this risk. This is a rare incident. No corrective action is envisaged.

Event description:
"Very difficult catheter removal; it broke. Part of it remains in the patient. See photo. Second report of the same type with an implantation at (B)(6). Name (first 3 letters): (B)(6) sex: m age (actual or estimated): 5 years weight: 19 kg".